Event description:
It was reported that during a ptca/stenting treatment procedure the maverick2 monorail balloon ruptured at 12 atm's on the second inflation during predilatation. (The initial inflation was to 10 atm's). The lesion being treated was a slightly calclified and 90% stenotic lesion in a tortuous distal rca. The maverick2 monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.